Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. No additional findings was provided regarding the reported issue. The device underwent and passed all applicable testing. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The reported issue was unconfirmed so, labeling review not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was not regulating the patient temperature. Per follow up via ibc on 06apr2021, no information available whether the patient completed therapy on same device or another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not regulating the patient temperature.